Event description:
It was reported that the bd phaseal¿ protector p50j cracked during use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿hcp connected p50j to the vial of imfinzi with assembly fixture, the bottom of the vial was broken.¿

Manufacturer narrative:
The defective vial involved in this complaint was not manufactured by becton dickinson, (bd), and the attached bd phaseal protector would not have caused the vial to break. This complaint will therefore be cancelled and the previously submitted MDR should be disregarded.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50j cracked during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿hcp connected p50j to the vial of imfinzi with assembly fixture, the bottom of the vial was broken.¿